Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to phrenic nerve stimulation. Device interrogation and chest x-ray revealed atrial lead dislodgement. Device was reprogrammed. Few days later, lead was explanted and replaced. Patient was stable throughout the event. .